Event description:
It was reported that the patient experienced evening hypoglycemia associated with bedtime snacking while using multiple daily injections prior to ilet, and troubleshooting and education were provided. Symptoms included low glucose requiring oral carbohydrate treatment. Outcomes included restoration of glucose with self-treatment and no hospitalization. Investigation included case review and user education regarding hypoglycemia recognition and treatment. Investigation of this case revealed no device malfunction or component failure and suggested a use-related pattern consistent with snacking before sleep contributing to low glucose. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.